Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with catheter restriction alarm that occured steadily during use of intra aortic balloon on patient. User was able to resume pumping but only for minutes at a time. Also a chest film show that the iab is low and the surgeon sent a fellow to relocate the iab. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. The fellow is at the bedside during the call and preparing to advance the catheter. No harm or injury reported.